Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device history record review for part 03.632.036, lot 6621063: release to warehouse date: 19april2011. Supplier- (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: one matrix long holding sleeve (part 03.632.036, lot 6621063) was returned with a broken distal thread. A definitive root cause was unable to be determined however over-threading the sleeve into the screw head or difficulty during placement of the screw could have caused the damage on the threads. The complaint is confirmed. Per the technique guides, the holding sleeves are used in the matrix spine system for screw insertion with an appropriate driver. Drawings for the sleeve were reviewed during the evaluation. A change was made to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned part was manufactured in 2011, before the change was implemented. Details regarding use of the device when the breakage occurred were not provided and so a definitive root cause could not be determined. Bending loads at the tip during screw placement or over-threading the instrument could have contributed to the complaint condition. Device history record review showed that there were no issues with the manufacturing of the product that would contribute to the complaint condition. No design issues or discrepancies were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two screwdriver holding sleeves from a synthes spine matrix set that were noted to be broken during set re-stocking in sterile processing. This is report 2 of 2 for (B)(4).